Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that it was not torn along the score lines as intended. A segment of the peel-away sheath was completely separated. The separation points were stretched and jagged. The length of the sheath body measured 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the sheath peel-away extrusion product drawing. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed, and a finding was identified. It was determined that the finding is relevant to this investigation. The customer report of a peel-away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual inspection revealed the sheath did not tear correctly along the score lines. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the tab of the peel away sheath snapped off while attempting to peal it apart. It happened during use on patient but there was no reported patient harm or consequence.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: the tab of the peel away sheath snapped off while attempting to peal it apart. It happened during use on patient but there was no reported patient harm or consequence.